Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were reproduced by running a loaded set. Eval found that the ultrasonic sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive to false upstream occlusion alarms. The failed upstream sensor was replaced.